Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure for a vessel sacrifice in the splenic artery using pod coils and lantern delivery microcatheter (lantern). During the procedure, the physician advanced the pod coil and formed multiple loops within the high flow vessel. While retracting the pod coil to form another loop, the physician felt resistance and the pod coil unintentionally detached. It was reported that the pod coil was suspected to be wrapped within itself, almost forming a knot and could not be retracted back into the lantern. The physician decided to leave the pod coil in place inside the vessel since it was a vessel sacrifice and ended the procedure. There was no report of an adverse effect to the patient.